Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided. The customer continued using the pump for insulin therapy.